Event description:
It was reported that the patient's ptm was not working properly. After administering a bolus, the patient's refill date had changed from (B)(6) 2013. After the patient was refilled on (B)(6) 2013, another bolus was given and the ptm displayed a refill date of (B)(6) 2013. Decoupling and recoupling the device was recommended. The medications used within the system were baclofen and dilaudid. It was later reported that, after a pump refill, the ptm did not update the refill date. The patient's ptm was decoupled/recoupled and was working appropriately. No injury was reported, and the patient had no signs or symptoms associated with the event. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8590-1, lot# n238378, implanted: (B)(6) 2010, product type accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter; product ID neu_ptm_prog, serial# unknown, product type programmer, patient. (B)(4).